Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use had scale marking missing. The following was received by the initial reporter: the boxes we¿ve received so far with that lot number has no measuring unit dose on the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 29-sep-2023. It was reported there is no measuring unit dose on the syringe. To aid in the investigation, thirty-seven samples and one photo was provided for evaluation by our quality team. Thirty-four samples came in sealed packaging blisters and three samples came with no packaging blisters. A visual inspection was performed, and the samples are missing the scale marking. No other defects or imperfections were observed. The photo provided shows three opened shelf boxes. No other information could be obtained from the photo. This defect could occur if the ink ran out during the printing process. A device history record review was completed for provided material number 302830, lot 3110691. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe barrel printing process was performed. The settings were correct, and the ink levels were good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use had scale marking missing. The following was received by the initial reporter: the boxes we¿ve received so far with that lot number has no measuring unit dose on the syringe.